Event description:
It was reported while using bd ultra-fine¿ ii insulin syringe there was foreign matter in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about fm (liquid) in the barrels. According to the customer's report, a liquid was adhering to the barrel in 5 products.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-oct-2022. H6: investigation summary: customer returned (5) loose 3/10cc, 12.7mm syringes. Customer states that there was a liquid was adhering to the barrel in 5 products. All returned syringes were examined and no liquid or any other fm was observed in or on any of the samples. Also, no liquid or any other fm came out of the cannula when the plunger rod was fully depressed. Unable to perform DHR check for foreign matter in barrel due to unknown lot number. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported while using bd ultra-fine¿ ii insulin syringe there was foreign matter in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about fm (liquid) in the barrels. According to the customer's report, a liquid was adhering to the barrel in 5 products.